Event description:
The manufacturer received information that a trilogy evo screen turned completely black when the alternating current (ac) plug was unplugged from the device for a transfer. The device continued to operate; it was back to original once putting the plug back into the ventilator. There was no further recurrence of this issue after that. There was no harm or injury reported. During evaluation and operational check, the issue of the screen turning completely dark after unplugging the ac power was not duplicated. It was noted in the error log a self-test related to user interface was performed while ventilating. It was determined that only user interface-related components restarted due to a malfunction occurring on them. The display printed circuit assembly board was replaced to prevent recurrence. The device passed finat testing and confirmed to operate properly.